Event description:
It was reported that occlusion alarms occurred. Customer addressed alarms by changing out pump supplies and resuming insulin delivery. Reportedly the customer was using fiasp insulin. Customer's blood glucose was 643 mg/dl, with high ketones. Elevated blood glucose was addressed with manual injection and correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.